Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the ventricular channel corresponding with the p wave. The patient was asymptomatic. Reprogramming was recommended.